Event description:
The international customer reported the ventilator was not working on ac power and there was no mains power led indicator. The customer reported the ventilator backup battery would not charge. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service engineer replaced the power supply to address the reported problem.